Event description:
It was reported that a pt underwent a hernia repair procedure on an unk date mesh was used. The pt experienced adverse effects post operatively, including erosion and infection. No add'l info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.